Event description:
I have many autoimmune illnesses I believe to be caused from cohesive gel textured silicone implants. I have allergan cohesive gel textured implants. I have poly inflammatory arthritis, delayed onset urticaria, raynaud's, chronic skin and eye pain. FDA safety report ID# (B)(4).